Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The sterility certificate review for the reported lot was satisfactory. The complaint history review indicated that there were no similar events for the reported lot or sterile lot. Based on the results of the evaluation, insufficient information was received to confirm the reported event or determine a cause. Not returned to manufacturer.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that surgeon took patient that was one month post op back in for a wash out. Had a wound issue. Decided to exchange the 2x13 plastic bearing for a 2x13 poly bearing.

Event description:
It was reported that surgeon took patient that was one month post op back in for a wash out. Had a wound issue. Decided to exchange the 2x13 plastic bearing for a 2x13 poly bearing.